Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 64 mg/dl. The customer stated that the numbers started to ramp up when she entered a food bolus. The customer changed the battery and the pump functioned. The customer stated that the pump was not dropped or bumped. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces and received with a severely scratched display window noted. No ramping numbers noted on the display. The insulin pump had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and cracked display window.